Event description:
It was reported the patient was in the emergency room with respiratory depression; the patient's fever, heart rate, and blood pressure were normal. It was stated the nurse that saw the patient the day before the report "was wearing magnetic jewelry." The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) .